Event description:
Customer states there is no expiration date printed on the active system test strip vial ( he also had two remaining vials with no expiration dates printed on them). The expiration date on the flap of the box is 2006-10. The customer did not provide the location where the labeling discrepancy occurred, or when the discrepancy was first noticed. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent. Accu-chek active system: meter serial number unk, test strip lot number 22914633, expiration date 10/31/2006.

Manufacturer narrative:
The suspect product is the active test strips.